Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 49 was used in the lower bile duct during a bile ducts catheterization procedure performed on (B)(6) 2018. According to the complainant, during the sphincterotomy procedure, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 49, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 49 was used in the lower bile duct during a bile ducts catheterization procedure performed on (B)(6) 2018. According to the complainant, during the sphincterotomy procedure, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 49, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the complaint investigation conclusion code selected for this event is cause traced to component failure since the event was due to expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.